Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turned on. A technical support specialist (tss) dialed in and after logging into the station, it was observed that the application was launched as intended after reboot. The customer was informed by phone that the issue was resolved. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station application was not launching and was stuck on the carefusion screen. The customer rebooted the device multiple times, but the issue persisted. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.